Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent damage and stent dislodgement occurred. The target lesion was located in the ostium of the anterior descending artery. A 2.75 x 8 synergy¿ drug-eluting stent was advanced to treat the lesion; however, it was noticed that the proximal portion of the stent was deformed. When the physician attempted to manipulate device in the lesion, the stent was detached from the balloon. The device was removed with a loop wire. Subsequently, treatment was performed from the left coronary trunk, covering the ostium of the anterior descending artery with another stent and the procedure was completed successfully. No patient complications were reported and the patient¿s status was stable.